Event description:
It was reported that one day post implant, thresholds on the right atrial (ra) lead was high, p waves were low, and x-ray was consistent with lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).